Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that the nerve pain had been resolved. It was noted that the patient was on medication to help with muscle inflammation that controls the pressure on the spinal cord.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n522335, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient reported having rib nerve pain since implant and it was getting worse. It was only on the right side. The pain was there whether or not the stimulator was on or off. The patient was wondering if it could be from the battery as it had surfaced to right under the skin. The patient also wanted to set up a reprogramming appointment. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.